Event description:
Intera oncology received a report from a physician that an intera 3000 hepatic artery infusion pump fail to bead. After multiple troubleshooting steps, the physician decided the best course of action was to get a new pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On august 25, 2025, the pump arrived at intera oncology headquarters. Presently, the pump is under investigation. Once the pump investigation is complete, a supplemental report will be submitted.

Event description:
Intera oncology received a report from a physician that an intera 3000 hepatic artery infusion pump fail to bead. After multiple troubleshooting steps, the physician decided the best course of action was to get a new pump.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump was evaluated and was able to initiate a bead during the or prep procedure test, as well as flow normally. The failure to produce a bead was unable to be confirmed.